Event description:
While requesting a replacement belt clip, the customer reported recently having a blood glucose level of 39 mg/dl. Blood glucose level at the time of the call was 140 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.